Event description:
It was reported to boston scientific corporation that during preparation for a right ureteroscopy with laser lithotripsy procedure using a flexiva 550 laser fiber, the fiber misfired and shot through the rubber strain relief. Laser energy from a holmium laser set at .5 joules and 15 hertz was being used with the fiber. The procedure was completed with another flexiva 550 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
(B)(4). Visual analysis of the returned device revealed the fiber is broken under the strain relief. The strain relief is melted at the break of the fiber. The strain relief boot has a hole melted through the side where the fiber is broken. Handling damage contributed to this event.